Event description:
As reported: "subject: (B)(6) - phs study. 19-dec-2024 instability ¿ subluxation radiographs on (B)(6) 2025 demonstrated the humeral component was anterior translated with concern for subscapularis insufficiency."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed based on the medical expert opinion on the available x-ray record. A review of the x-rays by the medical expert stated: the bone quality looks in order and no definitive signs of poor bone quality. The device was used as intended. The humeral implant is stable within the humeral bone and the glenoid component is well fixed too. The instability refers to instability of the glenohumeral joint due to a rupture of the anterior part of the rotator cuff (subscapularis muscle tendon unit), that is the reason for the humeral head to slide out of the glenohumeral joint anteriorly. The implants themselves are intact and well-fixated to the bone.¿ a review of the device history was not possible because the lot number and catalog number were not communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. A review of the labeling did not indicate any abnormalities. Based on investigation and formal medical expert opinion, the root cause is attributed to be a patient related factor. If the device is returned or any further information is provided, the complaint report will be updated.

Event description:
As reported: "subject: (B)(6) - phs study. (B)(6) 2024. Instability ¿ subluxation. Radiographs on (B)(6) 2025 demonstrated the humeral component was anterior translated with concern for subscapularis insufficiency."